Manufacturer narrative:
Olympus personnel determined that the third party lamp went out at 300 hours of use, initiating the spare lamp. It was recommended that the bulb be replaced with another (B)(4) bulb and the device functioned without issue. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii xenon light source was producing an e103 lamp light up error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lamp used was not an olympus lamp, resulting in the e103 error. It was confirmed when an appropriate lamp was installed, no failure occurred. This issue is addressed in the instructions for use (IFU): "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."